Event description:
It was reported that pump experienced repeated malfunction alarms related to momentary power loss to vibrator motor, with at least three occurrences and no notable events prior to the malfunctions. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.